Manufacturer narrative:
(B)(4).

Event description:
Patient reported an app crash alertit was reported that an app crash alert occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.